Manufacturer narrative:
The calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number is ffy with an expiration date of 30-sep-2026. The field service representative found that the o-ring was missing from the acrylic block and the sipper nozzle nut was upside down. He replaced the missing o-ring and correctly installed the sipper nozzle nut. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 134.2 mmol/l. The repeated result was 139.8 mmol/l. Neither result was believed to be correct. The sample was repeated because the customer noticed the negative anon gap in the middleware system.